Manufacturer narrative:
The catheter was returned, and analysis found the body was sliced or cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, ubd: 21-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving gablofen (500 mcg/ml, 99.94 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient had persistent fluid collection around their spinal incision; it was drained once and a dye study attempted but the doctor was unable to aspirate the catheter. The patient's doctor took the patient to the operating room the day of this report and the catheter was explanted and replaced. The catheter would be returned; it was in the possession of the manufacturer representative. The patient status at the time of this report was "alive - no injury" and the issue was resolved. No further complications were reported.